Event description:
It was reported that synovectomy was performed due to pain. Poly component was found with signs of pitting.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the intraoperative findings of significant gout crystals and approximately 3 large, loose cement particles were most likely the contributing factors to the reported pain, resultant insert pitting (c-206548) and the synovitis/major synovectomy (c-0213058, c-0213059, c-0213061, c-0213063). The continued ligament laxity was most likely the contributing factor to the reported return of left knee pain, instability, and subsequent insert revision/poly exchange, as the surgeon was reportedly pleased with the outcome of the procedure/increased poly thickness (c-206548). Although no additional impact is anticipated, the patient impact beyond the reported symptoms, left knee synovectomy, 3rd body debris removal, insert revision and an expected post-op convalescence period cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.